Event description:
Lap band was placed and during leak test, the inner chamber lost fluid. Leak test: surgeon injected saline before placing the port and lap band had leakage.

Manufacturer narrative:
Unable to determine the cause of the tear/cut in the band or retaining clip. Bands are 100% leak tested two times prior to shipment. Once from the supplier to the final packaging supplier, and prior to final packaging. Based on this, it appears the leak was introduced into the band sometime after product shipment and prior to, or during implantation. However, a root cause was not determined.